Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. Multiple attempts were made to obtain the sample. However the device has not been returned. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records was performed for this lot and there were no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. At present, we consider this complaint to be closed. Trends will be monitored for this or similar complaints.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Eds3 failed to drain properly.